Event description:
It was reported, the neutral electrodes does not stick properly and sometimes have to be re-glued with additional plasters. The event was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the adhesive strength of the neutral electrodes may have been negatively affected due to improper storage. The excessive high temperatures dry out the gel and lead to a loss of adhesive strength. Therefore, the electrode will not be securely attached to the patient's skin. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a polypectomy procedure.  The procedure was completed successfully and without delay. The patient was sedated with propofol, and there were no reports of patient harm. The exact event date was unknown but was approximately mid-february. Related to patient identifier (B)(6).